Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the device was not returned; however, per media analysis on the provided video by the customer, it showed the activation of the handle, the tripwire was not secured, and it was not rolled correctly. No other problems with the device were noted. The reported event of the handle won't turn was confirmed. Per media analysis, it showed the trip wire was not secured. A labeling review was performed and based on the provided video, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured to the handle slot. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the device functionality, consequently, damaging the handle. Based on the available information, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6), 2023. During the procedure, the physician had difficulty trying to deploy the bands as it was difficult to rotate the handle. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: a video of the complaint device outside the patient was provided by the customer and it seemed the setup was not correctly performed, leading to the difficulty rotating the handle. Additionally, it showed the trip wire was not in the correct position (was not around the spool) and the trip wire was not completely pulled; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2023. During the procedure, the physician had difficulty trying to deploy the bands as it was difficult to rotate the handle. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: a video of the complaint device outside the patient was provided by the customer and it seemed the setup was not correctly performed, leading to the difficulty rotating the handle. Additionally, it showed the trip wire was not in the correct position (was not around the spool) and the trip wire was not completely pulled; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn.